Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.product details unk 10mm x 170 mm gamma nail.

Event description:
It was reported that patient was revised on a right hip due to avascular necrosis. The femoral head was experiencing avn and that cause gamma nail ended cutting out superiorly.